Manufacturer narrative:
D10: concomitant devices: 300-30-11 - equi preserve stem 11mm: (B)(6). 320-01-38 - equi rev 38mm glenosphere: (B)(6). 320-10-00 - equi rev tray adapter plate tray +0: (B)(6). 320-15-02 - rs glenoid plate sup aug 10 deg: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq rev torque defining screw kit: (B)(6). 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6). 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6). 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6). 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: (B)(6). 320-38-03 - 145-deg pe 38mm hum liner +2.5: (B)(6). The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a male patient, who a right reverse shoulder implanted, underwent a revision procedure, approximately 4 years 9 months post the initial procedure. The patient was revised due to instability. The glenosphere, glenosphere locking screw, liner, tray, and torque screw were all explanted and replaced to build up stability. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were available. The explanted devices are not available due the hospital will not release them. No device images were available. No further information.